Event description:
Endotracheal tube cuff ruptured immediately following inflation of the cuff while in pt. Pt condition deteriorated requiring emergent reintubation via tube exchanger. Product not available for review, packaging available.